Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on july 17, 2024.

Manufacturer narrative:
This report is submitted on march 22, 2024.

Event description:
Per the clinic, the patient experienced no communication to the internal device. Hardware exchange attempt were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2024. It is unknown if there are plans to reimplant the patient as of the date of this report.